Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 29-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the procedure, device (including port, luer hub) was not irrigating. The radiofrequency generator displayed a high temperature. A second device was used to complete the operation. There was no adverse event reported on the patient. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance and pump and pressure gauge tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance tests were performed and no issues were detected. A pump and pressure gauge test was performed and the device was not flushing correctly. The irrigation tube was observed occluded with reddish material. A manufacturing record evaluation was performed for the finished device number lot 31214676m and no internal actions related to the complaint were found during the review. The high temperature and irrigation issues reported by the customer were confirmed due to the occlusion of the irrigation tube which could cause the high temperature values during the procedure. The potential cause of the occlusion of the irrigation holes could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent; inspect the irrigation saline for air bubbles prior to its use in the procedure; make sure the irrigation holes are not plugged prior to reinsertion; when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the procedure, device (including port, luer hub) was not irrigating. The radiofrequency generator displayed a high temperature. A second device was used to complete the operation. There was no adverse event reported on the patient.